Event description:
It was reported that arteriotomy closure was attempted in the right common femoral artery using a proglide device after a coronary interventional procedure. Reportedly, when the plunger was retracted from the device body, no suture was present. The device was removed and another proglide was attempted. The physician advanced the knot down as distal as possible, all the way down to the top of the artery; however, a knot lock was experienced and it was indicated that severe oozing was still present. The physician cut the proglide sutures and manual arterial compression was applied for 10 minutes to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device is being reported under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the suture was not returned for analysis; therefore, the reported knot lock could not be confirmed. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.